Event description:
It was reported that beginning (B)(6) 2015 the patient experienced urinary retention. The clinical diagnosis was intrathecal (it) side effects. On (B)(6) 2015, the patient was prescribed urecholine 25mg by mouth as needed. The event resolved without sequelae on (B)(6) 2015. The device system delivered dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), implanted: (B)(6) 2015, product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4) no longer applies to the event. Analysis of the pump, model# 8637-40, sn (B)(4), found. The analysis interrogation reported indicated the pump was used to deliver dilaudid (1.2mg/ml, 0.5993mg/day), bupivacaine (30.0mg/ml, 14.983mg/day), clonidine (150.0mcg/ml, 74.92mcg/day), and droperidol (300.0mcg/ml, 149.83mcg/day). Analysis of the catheter, model# 8781, sn (B)(4), found no significant anomaly. Damage to the retaining ring fingers and a slight tear in the seal material near the guide ring were seen.